Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 8 months after the dental implant was installed it was verified its non-osseointegration. A 45 ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type IV.